Manufacturer narrative:
(B)(4). Information was not provided by the contact. Additional information was requested and the following was obtained: was the staple line complete? No. Was the cut line and staple line equal in length? Yes. At what firing ? First and second firing of each device, for a total of 4 blue cartridges. I am returning 4 cartridges. What color cartridge? Blue. Was buttressing material being used? No. The analysis found that one sc60a device (b) was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a colon resection procedure, that the blade on the echelon stapler only progressed 1/3 of the distance of the cartridge. The surgeon reversed the knife and replaced the device with another one of the same lot number. There were no patient consequences. Case completed with a like device of the same product code.